Event description:
Medical records received (B)(4) 2013. Revision operative report for the left hip indicates the following: pain; joint fluid looked benign with some proteinaceous material within; the cup only had a few small 0.5 cm spot wells of bone; the remainder was fibrous interface. The information received does not change the MDR decision.

Event description:
Litigation papers allege the patient suffered pain, weakness, and difficulty with simple daily living.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.